Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that non-sustained rv oversensing due to lead noise was observed. The patient was asymptomatic. It was noted that the noise alerts may been due to emi in a previous surgery on his clavicle. The lead remains implanted and active. The patient will continue to be monitored.